Event description:
The customer called to report that she had been experiencing high blood glucose levels for the past two weeks. The customer stated that she was hospitalized for high blood glucose levels with a reading of 312 mg/dl. The customer stated that she had previously performed troubleshooting on the insulin pump. The programming was correct. The insulin pump also passed the prime and high pressure test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.